Event description:
It was reported that this implantable pacemaker has a battery anomaly and needed a monitoring with the communicator. The device remains in service. No adverse patient effects were reported.